Event description:
The manufacturer's representative reported that the pump was explanted after an implant duration of 53 months as the pump was "not working well-vague onset". The patient has been experiencing on-going increased spasticity requiring increased doses. A dye study was unsuccessfully attempted. An xray was performed and a bolus dose given. Dates and results of the studies were not reported. The pump was replaced with a similar device. The starting dose will be "much lower'. The pump contained compounded baclofen. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.